Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1220ml, indicating the home patient (hp) drained 1220ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3220ml which meets iipv criteria. The nurse advised that she was aware that the patient experienced an overfill, however, she did not recall the details of the event. The nurse believes that the cause might have been due to fibrin as the patient had fibrin in her bags. Per the nurse, the patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill and when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.